Event description:
A laser operator reports a pt experienced approx - .75d of residual astigmatism in both eyes following refractive surgery. The laser operator also mentioned receiving low energy messages during surgery. Additional info has been requested. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00101.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and indicated the performance factors analyzed were operating within specification during the time of this pt's surgery. This analysis did reveal a low energy warning issued by the laser, at 0.7% completion of treatment, but did not interrupt the treatment. This message may occur as a notification that a gas exchange may be needed. Further review of energy values shows delivered energy was within specified range for this case. Surgery continued to completion, without any other warnings, indicating energy level remained within range. The territory manager (tm) noted that upon further eval, he found a faulty laser cartridge, which was then replaced. The tm indicated the faulty laser cartridge may have potentially contributed to the low energy warning. However, the faulty laser cartridge did not cause the laster to deliver energy pulses outside its specified range. If the energy values had exceeded the specified range, the system would have halted the treatment, prompting the surgery to be aborted and this did not occur - indicating the laser safely and completely delivered the intended treatment.